Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Locked down smartphone: lockdown, omnipod software app version: 3.1.1, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized and admitted in the intensive care unit with diabetic ketoacidosis (dka) on (B)(6) 2025. The patient's blood glucose (bg) levels reached over 500 mg/dl while wearing the pod between 24 and 36 hours. The patient reportedly did not have his current settings available and proceeded to input old setting information on his controller. The patient reportedly removed the pod prior to hospitalization due to high bg levels. Symptoms reported include hyperglycemia, vomiting, diarrhea and shortness of breath. The patient stated being treated with intravenous (IV) insulin, sodium and potassium IV fluids. The patient was discharged after 5 days on (B)(6) 2025.